Manufacturer narrative:
We were unable to confirm the reported complaint that the constellation catheter would not deploy correctly because the sheath that was used in the procedure was not returned for analysis. There were no related manufacturing issues identified during the DHR review. The past 15 months complaint data review for this product family was reviewed and no unfavorable trend was seen. Product analysis found the spline tubing was torn at the 1st electrode ring and the material had slid to the distal tip of the catheter, but remained attached to the spline. The resting location of the tubing and electrode, as well as there was no mention of the torn spline tubing material or loose ring electrode in the event description for this complaint, suggesting that it is likely that the damage to the spline tubing material and ring electrode happened after the complaint event had occurred. The root cause for this complaint could not be determined based on the available information.

Event description:
It was reported to bsc that "device would not deploy correctly." There was no consequence or impact to patient. Investigation of the returned product found that the electrode and spline tubing have shifted along one of the splines. They remained securely attached to the catheter via the intact spline.